Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and a service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device cannot power on issue was identified during as an f-38 alarm during device evaluation. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This event occurred before use. There was no patient involvement. No additional information is available.